Event description:
A purchaser reported that following an intraocular lens (iol) implant procedure, a patient experienced blurry vision noticed for reading street signs and there was a refractive error. The iol was exchanged with a different lens model. Additional info was provided by the customer, who reported that the iol was exchanged with the same lens model, one diopter difference in power. No further info is expected.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info by phone and fax. A completed questionaire was not received. (B)(4).